Event description:
It was reported that review of stored device data during a routine in clinic follow up noted a stored ventricular fibrillation (vf) episode from five months ago. Review of the stored episode noted that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited noise and oversensing resulting in pacing inhibition and storage of the vf episode. Noise was unable to be reproduced in clinic. No changes were made and monitoring will be continued. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.